Event description:
It was reported the right ventricular lead demonstrated intermittent high impedance measurements. It was also reported there was a rise in the short ventricular interval counts. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).